Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported fault. The pump was dismantled and the display and accessories were replaced to resolve the issue. The unit was functionally verified and tested without issue. The unit was put back to service. A photo of the kapton-tail connection date code was provided to livanova (B)(4) and it was determined based on the date code that aging and wear of the device caused the reported malfunction. This is a known issue and livanova (B)(4) has initiated a root cause investigation (rci (B)(4)) for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.